Event description:
The surgeon performed a laparoscopy with right salpingo-oophorectomy, appendectomy, lysis of adhesions and fulguration of endometriosis in 2003. At the conclusion of the procedure the surgeon instilled 300 ml of gynecare intergel. The fascia of one of the 3 trocar ports used was not sutured. On post-operative day 4, the pt developed severe pain and signs of peritonitis. White blood count was normal but they had a fever of 103. A CT showed fluid in the peritoneal cavity, inflammatory changes serosa of the bowel and a supra-fascial fluid collection, which had dissected down to the labia. The peritoneal signs resolved within a week. The fluid collection was aspirated twice and productive of serosanguinous fluid.